Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the mildly tortuous, mildly calcified 80% stenosed left anterior descending artery (lad). The lesion was predilated with a 2.50 x 12 mm maverick balloon. After removing a 3.00 x 20 mm taxus liberte drug eluting stent from the box it was seen that the stent was kinked. The procedure was completed with another 3.00 x 20 mm taxus liberte stent. No pt complications were reported. The pt status was reported as "very good".